Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: the intermittent power complaint could not be duplicated during the investigation. A review of the pump¿s black box data revealed pump reboots. The battery cap was unable to secure onto the pump. The battery cap contact measured within specifications, and the pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Unrelated to the initial complaint, the battery compartment was cracked and had damaged threads. The battery cap also had damaged threads. Also unrelated, all of the keypad buttons were intermittently responsive, and contamination was observed under all the keypad button contacts. There was no visible damage to the keypad cover. In addition, the display screen was dim and discolored. (B)(4).